Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the surgeon was encountering an issue where the surgeon side console (ssc) master tool manipulators (mtm) were drifting when the surgeon removed their hands from the manipulators. The reporter explained the universal surgical manipulators (usm) were not locking into place when the surgeon took their head out of the ssc. The isi technical support engineer (tse) explained the surgeon should remove their head from the ssc to lock the mtm/universal surgical manipulators (usm) before removing their hand from the mtms. The isi tse recommended the reporter verify the manipulators lock into place when their head is removed from the ssc console. The procedure was completed with no reported injury. Isi obtained the following information based on a follow-up: the surgeon stated that the controllers at the surgeon console (and therefore the instruments within the patient) were moving without the surgeon¿s hands in the console. She stated that this happened while her head was in the 3d viewer and without her head within the 3d viewer. Upon further investigation, the latter complaint was likely misreported as it could not be reproduced. The first complaint was determined to be user error because the surgeon should always have hands within the controllers while their head is in the 3d viewer. As a best practice, the surgeon was advised to remove the head from the viewer prior to removing hands from the controllers to ensure patient safety and inadvertent instrument movement. The failure was not related to the inability to move the instrument. The surgeon did not intend for instrument movement. The instruments were "drifting" posteriorly. The surgeon did not intend for movement as her hands were not in the controllers at the time (but the head was within the 3d viewer). No shakiness and/or friction was observed. The issue occurred due to a user error. To resolve the issue, the surgeon was instructed on best practices for entering and existing follow mode relative to the hand controllers and 3d viewer. The drape is not available for return. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The device was not inspected prior to use. No photographic images of the device(s) or a video recording of the procedure are available for isi review. The call to dvstat was placed; the issue was noted shortly prior. The trainer attempted to recreate the surgeon¿s complaint post-operatively using the same instruments, drapes, etc. It was determined to be a user error on the part of the surgeon.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse went on site and found no failures. The isi fse explained to the staff that the surgeon should not be taking hands off master tool manipulators (mtm) while head is still in high resolution stereo viewer (hrsv) system was tested and verified as ready for use.